Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Concomitant medical products: it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. Customer has not indicated that the product will not be returned to zimmer biomet for investigation, as a revision has not occured and product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, swelling, limited mobility, and limited range of motion. Patient had manipulation performed to "break it loose". Attempts have been made and additional information is not available.

Manufacturer narrative:
Upon reassessment of the reported event, it will be reported on medwatch number - 3007963827-2017-00256.